Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient met with a manufacturer representative who evaluated the system to try and resolve seeing the ¿settings not available¿ message and discovered that one of the patient¿s lead was not working. He changed the settings to one lead and advised the physician. The patient¿s cough has not been resolved. The patient has had CT scans and appointments with a pulmonary specialist. The patient has been able to increase/decrease stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they had a ¿settings not available¿ message on their controller. They stated that they turned their stimulation off overnight and were unable to turn it back on. It was noted that the patient¿s stimulation was on at the time of the report. The patient indicated only having group a. They decreased stimulation from 2.8v to 0.0v on program 1. When they tried increasing stimulation, they got the ¿settings not available¿ message when they got to 0.2v. The patient also tried to increase stimulation on program 2, but also got the ¿settings not available¿ message. The patient mentioned that their implantable neurostimulator (ins) is charged at 60%, and their controller is charged to 80%. They also stated that since (B)(6) 2019, they have had a horrible cough, and feel like they are going to pass out. The patient mentioned that 2-3 days ago, they could feel the stimulation ¿cutting off and turning off in my body.¿ the patient was redirected to follow-up with their healthcare provider to check the integrity of the system. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s report of having a cough was unrelated to their device/therapy. It was noted that the patient met with a manufacturing representative (rep) on (B)(6) 2019. When they met with the rep, it was observed that 5 out of 6 contacts were ¿out¿ on one of the leads. It was stated that the rep worked with the patient, and stimulation was achieved. The rep ruled out the battery as a potential issue, because it was recently implanted in 2018. No further complications were reported or anticipated.